Event description:
It was reported that during asnis3 surgery, the surgeon inserted the guide pin into the patient's bone. The surgeon used the cannulated drill, however the tip of drill broke. The cortical bone was drilled, so the surgeon has able to finish inserting the screw and performing the operation.

Manufacturer narrative:
The reported event of the broken drill could be confirmed: the tip was received twisted and fractured. The drill surface is damaged. The cutting flutes are blunt. Furthermore there are dents and the place of fracture shows necking and revolving stress marks. These damages may result from an interaction with another device or high force application. Based on the investigation, the root cause was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. Stryker trauma & extremities does not typically specify the maximum number of uses for reusable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date.

Event description:
It was reported that during asnis3 surgery, the surgeon inserted the guide pin into the patient's bone. The surgeon used the cannulated drill, however the tip of drill broke. The cortical bone was drilled, so the surgeon has able to finish inserting the screw and performing the operation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.